Event description:
Caller reported that the pump battery would not charge, and they did not receive a power source alert. There was no adverse impact to the customer¿s blood glucose level. The customer attempted various troubleshooting steps with technical support, including using different wall outlets and adapters, but the issue remained unresolved. Therefore, technical support decided to replace the pump, and the customer was instructed to return the faulty pump within 10 days. The customer planned to use multiple daily injections as backup therapy to ensure uninterrupted insulin delivery.